Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient went to emergency room and eventually got hospitalized on (B)(6) 2021 due to hypoglycemia. The blood glucose was 12 mg/dl at the time of hospitalization and the patient got treated with intravenous drops and administered 250ml d10 to raise blood sugar. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).